Event description:
It was reported that a pt underwent a laparoscopic supracervical hysterectomy procedure in 2008. During the procedure, the device stopped cutting. A second device was used and the case was successfully completed with no adverse pt consequences.

Manufacturer narrative:
Date sent to the FDA: 08/28/2008. - blade seized/stopped- conclusion: the product upon which this medwatch is based is anticipated. Once the product is received, any further info derived from the evaluation will be submitted in a supplemental 3500a form.